Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the system was explanted. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 7074718 / 7075035, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316, batch/lot number: 25906217, model/catalog description: clik anchor, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient's device was not working. All components were explanted. No further information has been obtained despite good faith efforts.